Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was turned off but remains in the patient. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.